Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) kept shutting down alarming "leak in the circuit". There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and could not reproduce the error. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) kept shutting down alarming "leak in the circuit".